Event description:
Patient's foley catheter was removed, balloon rolled on itself causing a ring and resistance when foley removed. Pt complained of severe pain and reported bleeding after foley removal. Patient admitted for syncopal episodes. Foley had been placed at time of admission in the ed and had been in place for less than 24 hours.